Manufacturer narrative:
Kricheldorff j, fallenberg em, solbach c, gerber-schäfer c, rancsó c, von fritschen u. Breast implant-associated lymphoma: the diagnosis and treatment of a new disease entity. Dtsch arztebl int 2018; 115: 628¿35. Doi: 10.3238/arztebl.2018.0628. Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of lymphoma and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Through journal article "breast implant-associated lymphoma: the diagnosis and treatment of a new disease entity," it was reported that a patient was diagnosed with stage ib (t2an0m0) bi-alcl presenting as a palpable cd30-positive tumour in the left axilla, diagnosed by sonography, MRI, CT, bone punch biopsy. There was no seroma. The diagnosis occurred 5 years after implantation of the device for aesthetic augmentation. Treatment: bilateral capsulectomy and implant removal + autologous conversion, recurrence-free for 12 months.